Event description:
The nurse was unable to unlock the device. Biomed technical assessment:pca pump lock stripped, unable to unlock. Confirmed lock defective. Pca pump module will be sent to alaris for warranty repair. No patient injury.